Event description:
Related manufacturer reference number: 2017865-2024-03710. It was reported that a patient presented with signal artifact noted on the patient's right atrial and right ventricular lead. Corrective programming changes were made. The patient was stable throughout.